Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding the patient. It was reported that the patient had stated their device never worked, and they wanted it explanted so they could get an MRI head scan. It was noted that the implantable neurostimulator (ins) was currently dead. The ins could not be read with the clinician programmer. The patient was to follow up with their healthcare provider. No patient symptoms or further complications were reported. The patient was implanted for spinal pain.